Event description:
Related manufacturer reference number: 1627487-2024-00055. It was reported the patient was experiencing discomfort at the ipg site and ineffective therapy due to lead migration. Surgical intervention was undertaken wherein the ipg and lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000068433.